Event description:
It was reported that during an undisclosed procedure, the flex deflectable videoscope exhibited an image blackout out and a scope error code e227. There were no reports of patient harm.

Manufacturer narrative:
Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor the field performance of this device.